Event description:
Initial hcg result 0.301 miu/ml. Same sample repeated gave result of 61.87 miu/ml. Same sample repeated on different instrument using same method gave result of 73.87 miu/ml. If additional information is received, appropriate notification will be provided.